Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that for the past 3 months the patient had noticed it was taking a long time to connect to the pump to bolus. They were seeing a lockout time minus 2 minutes. Agent reviewed considerations and walked them through clearing data from the controller. Patient confirmed they were able to connect right away. The troubleshooting steps that were taken on the call resolved the issue.